Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. Customer did not disclose the nature of the procedure or the length of the delay. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. Customer did not disclose the nature of the procedure or the length of the delay. Patient or user harm was not reported. This event is recorded in complaint number 03625400. A technical support specialist evaluated the device and determined that the device's database was reaching its size limit. The technical support specialist dropped the device's database and performed a full synchronization to resolve. Device confirmed operational.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. Customer did not disclose the nature of the procedure or the length of the delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had low disc space, data error and critical error in the middle of case due to data sync failure. The technical support specialist dialed in, dropped the database and performed full sync to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.